Event description:
It was reported that "during the testing of the device, the medical staff observed that the cuff is punctured. Another device is preparaed and used." There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the testing of the device, the medical staff observed that the cuff is punctured. Another device is preparaed and used." There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer report of a punctured cuff was confirmed through complaint investigation of the returned sample. Visual inspection revealed a cut mark on the actual sample. Functional inspection was performed by inflating the bronchial cuff by using calibrated endotesta for both clear and blue cuff. The bronchial blue cuff was able to maintain its pressure at 25mbar, but the tracheal clear cuff was unable to maintain its pressure at 25mbar. The clear cuff was further observed under magnifying camera to observe the leak and cut marks were observed on tracheal clear cuff. A device history record review was performed, and no relevant findings were identified. The root cause of the complaint was undetermined due to the damage of the sample received. Teleflex will continue to monitor and trend on complaints of this nature.